Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a review was requested for the data for this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed stored data. Ts noted that the patient had a dual tachycardia and the device delivered anti-tachycardia pacing (atp) as appropriate therapy, but then the patient goes into atrial tachycardia and atp is delivered. Additionally, atp was suspected to accelerate the patient's ventricular tachycardia (vt). Ts discussed stored data as well as programming options. This device remains in service. No additional adverse patient effects were reported.